Event description:
It was reported that the patient experienced persistent hyperglycemia, with both cgm and glucometer reading ¿high,¿ leading the caregiver and healthcare provider to discontinue pump use and transition to subcutaneous insulin pen therapy; alarm history on the pump showed high glucose, insulin set expired, and dosing stops, and the caregiver reported multiple infusion set changes using a contact detach set. Symptoms included nausea, vomiting, severe fatigue, and high ketones with use of a ketone action plan. Outcomes included interruption of automated dosing and reliance on backup therapy at home. Investigation included review of alarm and device logs and collection of additional clinical information from the caregiver. Investigation of this case revealed dosing was stopped by the system in the context of sustained hyperglycemia and an expired infusion set, with the specific root cause not determined. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.